Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the housing was damaged and leaking on the compact air drive deice. It was further determined that the motor was blocked, the seal on the bearing was worn out, the gear was damaged. It was determined that the device failed the following pre-tests: general condition test, check reverse locking mechanism test, air leak, check function of soft mode switch (safety system), and check triggers for forward/reverse mode. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The event date was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.